Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. High impedance on the ra lead was also observed. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.